Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported that the patient exhibited difficulty in pairing their insertable cardiac monitor (icm) to the merlin app. Upon further investigation, it was found that the icm exhibited loss of bluetooth telemetry functionality. No changes were reported. The patient status was stable.

Event description:
New information received notes the insertable cardiac monitor (icm) was explanted and replaced in a procedure on (B)(6) 2022. Post-procedure the patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Reported event of no ble telemetry was confirmed. Device was received unable to establish telemetry upon receipt. Analysis after device was cut open revealed device battery voltage was at end of service (eos). A longevity calculation was performed and found the battery depletion was premature. Current was monitored for an extensive period and no high current drain was noted on hybrid. Further analysis performed on the battery at outside lab found no anomaly. The cause of premature battery depletion could not be determined.